Event description:
It was reported following transseptal puncture with the sl1 device, the sideport detached. There were no reported consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation with the extension tube assembly detached from the side port of the introducer. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, visual inspection of the returned introducer revealed the extension tubing detached from the side arm port. Additional testing confirmed the presence of cyclohexanone solvent on the detached extension tube. Device was initiated on october 10, 2006 to investigate sidearm detachments. The current bonding process has been updated and validated to prevent recurrence. This device was manufactured prior to implementation.